Event description:
It was reported that there was nonphysiologic sensing and the cause could not be determined. It was also reported that an x-ray revealed that the lead had moved and that there was a "problem" with the lead. The lead is still in use and will be replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.